Event description:
The customer's daughter reported an infusion set leaked insulin during use. The self-adhesive became wet, and she removed the infusion set and noticed insulin was leaking underneath. The headset was inserted manually, and the cannula was not bent. The product was discarded and will not be returned for evaluation. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.